Event description:
It was reported that the radiofrequency programmer head had a broken indicator light and that it was unable to interrogate. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the rf head would not interrogate devices. The device passes functional testing and interrogates. It was noted that the lens cover was broken. (B)(4).